Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up after inappropriate shock and anti-tachycardia pacing (atp) was delivered by the implantable cardioverter defibrillator (ICD) for supraventricular tachycardia (svt). Further information was requested but not received.